Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they felt like that there was a leak. The customer also reported that there was a stain in the reservoir compartment. The customer's blood glucose was 648 mg/dl at the time of incident. The reservoir will be returned for analysis.